Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
For an unspecified time period, it was reported the patient obtained blood glucose readings ranging from 500 mg/dl to 600 mg/dl. The patient was positive for ketones, and experienced the symptoms of lethargy and thirst. The patient corrected her blood glucose levels with insulin via a syringe. The patient did not seek medical attention or treatment. Troubleshooting revealed the pump's date/time were correct, all settings were correct, and the basal settings were correct. It was also determined the patient's technique of inserting the infusion set was incorrect resulting in bent cannulas. The patient's technique was incorrect and there were bent cannulas in the infusion sets, which may have contributed to incorrect insulin infusion. However, as the patient suffered symptoms and blood glucose levels indicative of severe hyperglycemia, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. A review of the pump's suspend history indicated that the pump was suspended at 8:03 pm on (B)(6) 2011; the pump was resumed at 8:03 pm the same date, and a 0.0 unit bolus was programmed at 8:04 pm on the same date. The history indicated that the pump was again suspended on (B)(6) 2011 at 8:15 pm, and resumed at 8:16 pm. A 0.0 unit bolus was performed at 8:17 pm. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.